Event description:
It was reported that "the arthroplasty was revised due to ceramic head fracture. The acetabular liner and femoral head were revised. The components were implanted in situ for 8.03 y. The pt presented a ucla score of 7 three months prior to revision surgery and a maximum ucla score of 7 since implantation."

Manufacturer narrative:
Device not returned. No eval will be performed. If device becomes available with add'l info a supplemental report will be issued.